Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Upon visual inspection of the photos, it was noted that three devices are shown, these device have the anchor bent near mid-body. A manufacturing record evaluation was performed for the finished device lot number: 169l253, and no non-conformances were identified. According with the visual inspection of the photo, this complaint can be confirmed. If the component (poly (lactide coglycolide) polymer and tricalcium phosphate (tcp)) of this device is exposed to high temperatures, its structure gets compromised as it tents to lose mass, it provides flexibility to the polymer chains producing a decrease in the degree of crystallinity of the structure and the microhardness values causing these types of deformations. These conditions have typical characteristics of material exposed to temperatures higher, however this cannot be conclusively determined. Based on the results, the probable root cause of this failure is that the devices were exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. Per further analysis, the risk level for visual: deformed/bent is an acceptable risk (ar) within risk management documents. Per IFU, lupine br anchor system, ¿storage¿ section to store in a ¿cool and dry¿ place. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 4 for (B)(4). It was reported by the sales rep that during an unknown procedure on (B)(6) 2023, it was observed that the anchor on the lupine loop rapide anchor w/orthocord ds device pulled-out. According to the report, they changed to additional three lupine loop rapide anchor w/orthocord ds devices but the tips were bent; and therefore, could not be used. It was unknown how the procedure was completed with an unspecified minimal delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.